Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system produced an alert for an atrial arrhythmia burden at least 6.0 hours in a 24 hour period. It was also reported that atrial tachy response (atr) episodes were not being stored. Technical services (ts) analyzed device episode data and found that the atr episodes were due to far-field oversensing of the ventricular signal on the atrial channel. There was a stored episode of pacemaker mediated tachycardia (pmt) which was resolved by the pmt algorithm. The pmt episode showed true atrial flutter. It was noted that storage of atr episodes had been overwritten due to the presence of either the oversensing or true atrial fibrillation (af) events. Ts recommended reprogramming changes as troubleshooting. No adverse patient effects were reported. Currently, this ICD system remains in service.